Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons had some tactile changes. The reporter stated that the down arrow was intermittently unresponsive. There was no additional information available at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the ok keypad button responded appropriately. During investigation, evidence of contamination was found under all key contacts.